Event description:
It was reported that an insulin pump experienced repeated cycling, failed sensor pairing with a dexcom g7, and loud beeping alerts, and the user required guidance to adjust settings, unlock menus, and attempt sensor reconnections; the event was attributed by the agent to likely device malfunction rather than user error. Symptoms included nuisance audible alerts without reported adverse physiological effects. Outcomes included disruption and inconvenience without medical intervention or hospitalization. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed that sensor-pump communication was not established and the pump continued to cycle despite settings adjustments. It was concluded that a device malfunction related to connectivity and alert behavior was suspected, and the user was advised on steps to minimize disturbances while awaiting sensor reconnection.